Event description:
Patient was placed in mayfield pins/clamp while supine on stretcher. Mayfield was tightened to 60 lbs pressure and locked. During repositioning to prone on or table, the pin slipped on the patient's head resulting in a laceration. Laceration located on left temple, approximately 1.5 cm long. Wound was sutured by dr prior to start of surgical procedure.